Event description:
It was reported that insulation abrasion was observed via fluoroscopy. Further investigation could not confirm externalized conductors. Electrical measurements were normal. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.